Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edward lifesciences affiliate in chile, regarding a 29mm sapien 3 transcatheter heart valve implant in aortic position by transfemoral approach, during device preparation, no esheath leakage was noticed. During the procedure, although the esheath was placed following the standard insertion protocol, unusual bleeding suggesting possible failures in the esheath hemostatic valve could be observed. Subsequently, an attempt was made to predilate with the edwards balloon but significant resistance was encountered preventing the balloon from fully passing through the esheath hemostatic valve. Outside the patient, it was confirmed that the balloon could not pass through the introducer, encountering considerable resistance. A second kit was opened and the esheath was replaced by a new one, which did not present any problems and both the balloon and the commander delivery passed without difficulty. As per pre-decontamination observation of the returned esheath, the distal tip was opened at the horizontal scoreline (distal tip split and torn) and there was also a white plastic tube found inside the esheath hub.

Manufacturer narrative:
A supplemental MDR is being submitted from additional information from the field clinical specialist. Sections g3, g6, h2, h6 device code (removed 4008) and h10 of this report has been updated. Per additional information the field clinical specialist confirmed that the esheath was retrieved in perfect condition, since no larger diameter component such as the balloon and delivery ever passed, it never expanded. It was very likely that during packaging or transportation the tip was damaged in this way. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.